Event description:
Pt received skin irritation, "burn", under electrode. Which developed blisters asnd scarred. Pt seen by dr who stated it was a "deep tissue burn" and gave pt injections for scarring. Sent pt another type of electrode to use.